Event description:
It was reported that during an exchange procedure, the right ventricular (rv) lead exhibited high shock out-of-range (oor) measurements on the right ventricular (rv) lead with the new device. The pacing system analyzer (psa) psa testing in the atrium demonstrated oor measurements. Replace a new rv lead was recommended. The rv lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that during an exchange procedure, the right ventricular (rv) lead exhibited high shock out-of-range (oor) measurements on the new device. The pacing system analyzer (psa) psa testing demonstrated oor measurements. Replace a new rv lead was recommended. However, the decision was conserved the rv lead. Subsequently, a revision procedure was performed and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that during an exchange procedure, the right ventricular (rv) lead exhibited high shock out-of-range (oor) measurements on the right ventricular (rv) lead with the new device. The pacing system analyzer (psa) psa testing in the atrium demonstrated oor measurements. Replace a new rv lead was recommended. Due to the limited information received, further follow-up to obtain related details was not possible. No additional adverse patient effects were reported.